Event description:
It was reported that a malfunction occurred with a pump, displaying a malfunction code ¿malf 1¿ and a fault ID ¿1-0x279f.¿ there was no adverse impact to the customer¿s blood glucose level. A replacement pump with updated software was sent to the customer by technical support, and instructions for putting the pump into storage mode and returning the faulty pump were provided. The customer was also advised to contact their healthcare provider for backup insulin therapy, as none was currently available.